Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the ppci procedure, dr. Chehab was unable to advance the impella cp through the 14 fr × 25 cm abiomed introducer sheath due to vessel tortuosity, which resulted in kinking of the sheath and reduced inner diameter that prevented passage of the device. The team elected to remove the 25 cm sheath and replace it with a 14 fr × 13 cm sheath. After exchanging the sheath, the impella cp was successfully delivered without further difficulty.